Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using insulin that is off label. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. There was no reported adverse impact to customers blood glucose (bg) level. No additional information was provided.